Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken shaft on the mega needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the main tube (shaft) of the instrument was broken at the distal end, roughly 2.5 above the proximal clevis. The main tube was bent as a result of the main tube breakage and will not fit smoothly through a cannula. Engineering concluded that the main tube damage may be due to mishandling. No other damage was found. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.